Event description:
Additional information received reported that the patient had a dream where a guy was at him with a knife and he slammed his head back against the backrest really hard. The result was the impedances on three of the four electrodes were out. It was noted that the electrodes on the left lead were fractured.

Event description:
It was reported that the patient went to their healthcare professional about a month ago and had x-rays of their implantable neurostimulator (ins) taken which showed that 3 out of the 4 electrodes were fractured. It was also noted that the patient had reprogramming performed in (B)(6) 2011. The patient had not decided whether to have a revision performed since the therapy was working great and they were doing well. In addition, the patient had rem sleep behavior disorder (rbd) which caused nightmares which sometimes they acted out. Also, the patient was on medications so they did not wake and "beat things up". Additional information was requested, but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-10969 in addition, see manufacturer's report #s 3004209178-2012-10967 and 3004209178-2012-10968 for previous issues

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3389s-40, lot# v374172, implanted: (B)(6) 2009, product type: lead. Product ID: 3389-40, lot# j0227967v, implanted: (B)(6 )2003, product type: lead. (B)(4).